Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump's insulin on board (iob) is inaccurate and pump is malfunctioning. The patient stated that this is allowing their insulin to stay in her system too long. The iob is set to duration of 4.5 hours. The patient stated that they bolused at 11 pm (confirmed 10:57 pm in bolus history for 3 units) and they woke up at 3 am with a blood glucose (bg) of 60 mg/dl and awoke this morning with a bg of 51 mg/dl. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. Customer support (cs) advised her to discontinue use of pump and contact healthcare professional for alternate insulin delivery method. This report is being made due to the alleged insulin on board calculation issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: bolus history verifies a 3 unit bolus at 10:57pm on (B)(6) 2013, a bolus of 7.5 units observed at 7:02pm the same day. Daily insulin delivery totals correctly reflected user's programmed basal rates and bolus deliveries correctly reflected in daily insulin delivery totals. No insulin delivery interruptions or pump malfunctions were observed in black box download. The pump settings confirmed the iob was set to 4.5 hours. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. Iob calculated accurately during testing. The display is dim; the letters have a red hue. Setting the contrast to the highest setting did not improve the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.